Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year following device implant.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite of multiple program optimization. The patient underwent an implantable pulse generator (ipg) explant procedure.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite of multiple program optimization. The patient underwent an implantable pulse generator (ipg) explant procedure. Additional information was received that the patient was doing well post operatively. The explanted device was not returned.